Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the caller reported they were unable to communicate with the ins. They said they kept getting the no communication screen. They reported they were pushing the on and off buttons on the side of the patient programmer/controller and the patient felt a "big shock." The manufacturer help line was unable to determine if the ins was off. The patient said they had not used the device in a long time. The patient would set up an appointment with their doctor to have the device checked.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.